Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 560 mg/dl. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.